Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient complained of lightheadedness, and the lead exhibited high impedances, oversensing, and high capture thresholds. The physician attempted to extract the lead, but the lead was calcified to the clavicle. The lead was capped, and a new lead was implanted on the opposite side of the body. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient complained of lightheadedness, and the lead exhibited high impedances, oversensing, and high capture thresholds. The physician attempted to extract the lead, but the lead was cascified to the clavicle. The lead was capped, and a new lead was implanted on the opposite side of the body. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis; however, performance data was collected from the device and has been analyzed. Sensing/oversensing: over 30,000 vhr episodes recorded. Impedance/high impedance: 16,777,215 high impedance paces post lead warning on (B)(6) 2011.